Manufacturer narrative:
Product event summary: the device was returned, analyzed and the analysis revealed that no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that there was intermittent pacing despite good lead position observed at implant. During the revision procedure it was confirmed that the lead connection was loose and if the setscrew was pressed firmly it resulted in satisfactory pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.